Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 181 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue.